Event description:
It was reported that the pump emitted several low battery alarms. When changing the battery the user noticed that the pump and battery were warm to the touch. There was no reported pt impact associated with the warm pump and battery.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.